Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had to press the action button very hard to perform prime. Customer did confirm about the time clock that it was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.